Manufacturer narrative:
Other applicable components are: product ID: 37612, serial#:(B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s dbs recharger wasn¿t charging. Additional information was received that the patient tried to charge either device and the recharger showed poor communication. They had fallen and broken their hip (not alleged against dbs) and hadn¿t been able to charge for the past 3 months. Possible overdischarge was reviewed and they were redirected to their hcp for assistance.